Event description:
It was reported to philips that the device's shock energy was low. There was no patient involvement.

Manufacturer narrative:
The device was evaluated onsite, confirming the reported problem of low shock energy. The therapy capacitor was replaced and the device was tested. The equipment was returned to full functionality and returned to use at the customer site.